Event description:
It was reported that, an 840 ventilator had a touch screen blocked. The ventilator was not in use on a patient at the time the malfunction occurred. The service engineer (se) inspected the device and verified the event, se cleaned the graphical user interface (gui) printed circuit board (pcb), and the touch frame pcb and issue was solved. The unit passed all testing and operates within the manufacturing specifications.